Manufacturer narrative:
T:connect evaluation: tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure. Device evaluation: the investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-69 mg/dl. Bg cause was not known. However, the customer believes that medical procedures and weight loss could be contributing factors. Customer drank orange juice and cola to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.